Manufacturer narrative:
The remote was removed from use and returned to trumpf medical for further investigation. A follow up report will be submitted once the investigation is complete.

Event description:
The customer alleged, during preparation for a surgical procedure the remote control was connected to the mars 2 operating table which led to an unintended movement of the leg section. No injuries reported.

Event description:
The customer alleged, during preparation for a surgical procedure, the remote control was connected to the mars 2 operating table which led to an unintended movement of the leg section. No injuries reported.

Manufacturer narrative:
The affected remote control was exchanged, returned and investigated. The alleged failure could be reproduced by trumpf medical. After plugging the remote control to an surgical table the leg section started to move without any user request. Upon further investigation a foreign object was identified inside the membrane keypad at the leg section down button. This object initiated a permanent contact at the button. After removing this object the remote control operated as intended. Trumpf medical is not aware of a similar issue with this root cause. It is considered to be a single failure and no systematic one. The supplier of the membrane keypad was notified about this issue as it only can happen during manufacturing process of the keypad. Based on this, no further action is required.